Event description:
It was reported that the right atrial (ra) lead had dislodged post implant. The lead was repositioned multiple times at initial implant and during recovery post operation, the lead dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. (B)(4).